Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was reported to be leaking. The tube was changed out with no reported adverse effects.

Event description:
Investigation results completed on tracheostomy/pvc - portex tubes blue line ultra (blu). Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical tracheostomy/pvc - portex tubes blue device. The sample was received /n 100/860/080 with lot number reported 3849916; the sample was received in used conditions without its original packaging. When visualizing the device at 12''-16', no obvious discrepancies were found. Testing of device under water revealed a burble out of a small tear. The report states this lot number passed all inspection prior to release of the device. Other devices lot numbers passed 100% inspection. The root cause may be suspected tear occurred during intubation, as possible touching ruff edges. During intubation, is often a time of urgent need. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 17/feb/2020 about failure mode reported by the customer. Investigator name: (B)(4); investigator title: quality engineer; date 25/feb/2020.